Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the aes-90s, aes 90 deg probe with suction, was being used during a shoulder arthroscopy procedure on (B)(6) 2023 when it was reported, ¿a piece of this item fell off during surgery into the patient into the shoulder. Piece retrieved. Metal piece. No injury. 30 minute delay. Surgery success completed.¿. The procedure was completed with a 30-minute delay. Assessment questioning found that the metal tip of the device had fragmented and was removed using a tissue grasper. A c-arm machine was used to take x-rays for the component in the joint space. There was no report of injury, medical intervention, or hospitalization for the patient. The current status of the patient is not known. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: device catalog number updated from aes-90s to aes-90sn by reporter. 510k updated. Manufacturer narrative: examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode detached from the probe tip. Detached electrode was not returned per evaluation. Examination was performed per edge probes, standard work line #1, (B)(4). The likely cause is result of the user utilizing the probe to pry and manipulate tissue exposing the distal tip to undue force and stress. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 44 complaints, regarding 44 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy procedure on (B)(6) 2023 when it was reported, ¿a piece of this item fell off during surgery into the patient into the shoulder. Piece retrieved. Metal piece. No injury. 30 minute delay. Surgery success completed.¿. The procedure was completed with a 30-minute delay. Assessment questioning found that the metal tip of the device had fragmented and was removed using a tissue grasper. A c-arm machine was used to take x-rays for the component in the joint space. There was no report of injury, medical intervention, or hospitalization for the patient. The current status of the patient is not known. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.